Event description:
It was reported that the patient presented in clinic for routine follow-up. The implantable cardiac monitor could not be interrogated despite using multiple programmers. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).